Event description:
The patient was unresponsive and admitted to the ICU. They were trying to rule out an infection. The pump programming was checked and found to be correct. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.